Event description:
It was reported that the patient experienced syncopal episodes and the physician believed it was due to the device. An advisory had noted possible separation of wires within the device, but when the specific device serial number was checked, it was not part of the advisory. The device was explanted and replaced due to an upgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4968-35 x3 lead, implanted: (B)(6) 2014. (B)(4).